Event description:
The customer reported that the exhaled volumes on the ventilator are high. When the vt is set to 500 mls, the vte reading is 718 mls. No patient involvement.

Manufacturer narrative:
(B)(4). Carefusion failure analysis will evaluate the alleged defective part if it is returned to the manufacturer. Following the completion of FDA audit on (B)(4) 2014, carefusion 207 has revised the MDR procedures. This complaint was determined to be reportable per the revised procedures.